Manufacturer narrative:
Block b3: exact date unknown, event occurred weeks from the date manufacturer became aware of the event d6b: explant date: procedure happened weeks after implant.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure, due to healing impaired. The patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7070485 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) (B)(4). Sc-1160 sn: (B)(6). Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure, due to healing impaired. The patient was doing well postoperatively. The explanted device will not be returned. Additional information was received that all device components were removed.